Event description:
Tajstra m, dyrbus m, stapor-fudzinska m, et al. Safety and feasibility concerns of radiotherapy in the presence of subcutaneous implantable cardioverter-defibrillator. Jacc clin electrophysiol. 2024; 10(3): 581-582, doi: 10.1016/j.jacep.2023.12.004, indexed in pubmed: 38276926. The above journal article sought to evaluate whether radiation therapy (rt) could cause malfunction or damage to subcutaneous implantable cardioverter defibrillator (s-ICD) devices and to assess the feasibility of delivering rt in patients with these devices. Three explanted but fully functional boston scientific emblem a219 s-icds were studied (each were explanted from patients after they received a heart transplant). The devices were placed on an anthromorphic phantom to simulate a patient undergoing stereotactic body radiotherapy (sbrt) for a left lung tumor. The tumor was approximately 3.5 cm from the s-ICD. The treatment plan delivered three fractions of 18 gy each (sbrt simulation), with a maximum calculated dose of 3.5 gy reaching the device. Additional direct irradiation of the devices using progressively higher doses to evaluate device tolerance. Devices were interrogated before and after each treatment fraction to detect malfunctions. The most important finding was a marked reduction in battery longevity after relatively low radiation exposure. During direct irradiation testing, one device delivered an unexpected shock (the device interpreted radiation-related interference as ventricular fibrillation (vf), triggering inappropriate therapy). Both directly irradiated devices experienced complete resets after receiving approximately 195 gy. There was no patient involvement. A good faith effort has been made to retrieve the serial numbers of the devices involved.